Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement .

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00799696 case subject: npi 8300 error 570.6200. Account name: blessing hospital account #: 10056696 asset name: 8300 etco2 module v9.33.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer recognizes error code 570.6200 at powering on the 8300 (s/n (B)(4). Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: customer recognizes error code 570.6200 at powering on the 8300 (s/n (B)(4). Explained to customer the problematic fault to the device logic board. Suggested to repair/replace to isolate error code. Customer wanted to send for service depot repair. Transfer customer to our com for a RMA request. End call. Ref:_00d30y0yr._5000l1ktwug:ref